Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, the following are the most likely causes: it occurred due to the influence of non-device effects (settings, combination devices, cable, etc.). It was caused by a malfunction of the image processing board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Attempts were made by olympus to help the customer trouble-shoot through the issue; however, no response was received. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the olympus high definition lcd monitor was not functioning properly. According to the initial reporter, there was no input on the monitor and the buttons on the front of the unit would not light up; however, the unit did have power. There was no patient harm or consequence reported as a result of this event.